Event description:
I had lasik surgery in (B)(6) 2017 from lasikplus , located in (B)(6). There were no apparent complications until (B)(6) 2017 when I started getting dry eye symptoms. My eyes have never been the same since. I have had several different treatments including different types of drops, oral anti-inflammatory, and punctal plugs, all with minimal relief. My daily living is severely impacted, especially when trying to drive to work in the early morning before sunrise. Reading anything is extremely difficult - thank goodness on a computer I can magnify the screen. Every aspect of my life is impacted and I consider myself disabled from the surgery.